Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter and test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, a reporter for the patient contacted lifescan (B)(4), alleging that the patient¿s onetouch verioiq meter displayed an inaccurate result. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The reporter advised the csr that, on approximately (B)(6) 2019, the patient obtained an alleged inaccurate reading of ¿52 mg/dl¿ on the subject meter. The reporter stated that the patient manages their diabetes with insulin (ryzodeg; 28 units in the morning and novorapid; 20 units in evening) and usually tests twice per day (in the morning and before evening meal). The reporter was unable to confirm if the patient made any changes to their usual routine of diabetes management in response to the alleged inaccurate reading. They advised the csr that after the patient obtained the alleged inaccurate result, they ¿fainted and had loss of memory¿ and that an ambulance was called for the patient. The reporter explained that a blood glucose test was performed on the patient using a hospital meter and obtained a result of ¿33 mg/dl¿. The reporter stated that the patient was treated by a healthcare professional with an ¿injection to increased blood glucose level¿ (name of drug was unknown) and was discharged from hospital on (B)(6) 2019. At the time of troubleshooting, the csr was unable to confirm that the correct unit of measure was used at the time of testing. The csr confirmed that the patient¿s test strips had not been stored correctly as the patient had stored three boxes of strips together. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after the patient obtained an alleged inaccurate reading on the subject device.